Event description:
The customer reported burning odor was emitted from unicel dxi 800 access immunoassay system. The customer stated the laboratory disconnected the unit from the power source. The customer confirmed there was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse noted damage to #1 mcc/pcb board, which had three blown transistors. The fse replaced the damaged mcc/pcb board and resolved the issue. The unit conformed to the manufacturer's performance specifications. Mcc/pcb board.